Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30972354l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a octaray, galaxy, 48p, 3-3-3-3-3, d-curve. The patient experienced an electrocardiogram st segment elevation. It was reported that the physician commented that ¿put octaray nav (lot 30972355l) in the insertion tube and tried to insert octaray nav into the sheath but did not insert into the sheath with force¿. Replaced octaray nav with a new one (lot 30972354l), inserted into the sheath with no problem, but st values increased when inserting octaray nav into the intracardiac. Aspirin was administered, st values dropped in about 15 minutes so continued the procedure, and the procedure was completed without any problems. Timing of when the event occurred was immediately after inserting octaray nav into the intracardiac. They completed the procedure by replacing the catheter. Decision of the physician in charge of the health hazard: non-serious (moderate/minor). The physician's opinions on the relationship between the event and the product was that it was possible that air may have been inserted into the sheath because it was difficult to insert the octaray into the sheath. There were no abnormalities observed prior to and during use of the product. The patient fully recovered and the patient was discharged from the hospital. The discharge date was unknown. No extended hospitalization required. The resistance with sheath was assessed as not MDR reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.